Event description:
(B) (6)-2010 it was reported that during the implant procedure (B) (4): helix popped out rather than slowing extending, at implant attempt. Dislodged twice. The lead was not implanted. No patient complications have been reported as a result of this eve: patient says lead dislodged and was replaced. He also reports pain around device and feeling tired. On 7/29/09: the patient stated he had excessive fatigue and tiredness in (B) (6) 2003, and in (B) (6) 2003, the atrial lead dislodged, making his pacemaker ineffective. He said the drs said, this was most likely the cause of his deteriorating condition. He stated it was determined the lead was "acting like a drill "against his heart wall every time his heart beat, and emergency surgery was performed. He said the attempted new lead dislodged. The drs told him the lead was too short & the screw end may have been defective. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Helix fully extended length, rotations to extend, and rotations to retract are within specification. Helix extended and retracted smoothly.